Event description:
During an internal study, it was found that operators could observe falsely elevated or depressed %(B)(6) results when using the advia 1800 system. There have been no reports of patient intervention or adverse health consequences from customer sites.

Manufacturer narrative:
The issue is currently under investigation at siemens healthcare diagnostics.